Event description:
Boston scientific received information that this local rep contacted boston scientific's technical services (ts). The patient had received 5 shock therapy and the local rep wanted to send reports from the device for review. The patient is very ill and is suffering from renal failure. The patient was ill and vomiting when the device shock occurred. A captured s-ECG was reviewed. A primary sense vector 1x gain was programmed and appropriate sensing was identified. The stored episode in primary 1x showed remarkably different morphology. The qrs and t-wave (biphasic) have similar amplitude. The intrinsic rate is 120 bpm but the device is double counting due to t-wave oversensing. The local rep discussed the possibility of electrolyte imbalance and that the patient's condition may have led to the morphology change. Ts also discussed the possibility that there may have been a positional component. The patient is currently in the hospital's intensive care unit (ICU) and the local rep plans to discuss further with the physician. Additionally, the local rep will most likely perform further s-ECG evaluation to better understand if patient position could have been a factor. The electrode is in good position. The potassium level was 7.0 meq but is presently 4.0 meq.

Manufacturer narrative:
Boston scientific received information from the local rep. According to the local rep, the physician suspects that this product experience was the result of a patient condition. The device was reprogrammed to a single zone at 250 bpm. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on april 14, 2017. The device and electrode were explanted due to infection. See report#'s 2124215-2017-07299 and 2124215-2017-07300. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no irregularities with the lead barrel. A test electrode was inserted the lead barrel. The lead could be fully inserted without difficulty. The set screw moves freely in both directions. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.